Event description:
It is reported that there were leaks in the insert point when flushing the catheter on (B)(6) 2012. Nurse gave observation. In the process of removal on (B)(6), 2012, the nurse noticed there was rupture in the place labeled with 45 cm of the catheter.

Manufacturer narrative:
The complaint of a leak is confirmed. During functional testing a small leak was observed emanating from 45 cm depth marker. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or some other sharp instrument. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.